Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported permanent out of range.

Event description:
The distributer contacted dexcom to report that the consumer experienced permanent out of range signal. The consumer did not report any medical intervention or injuries.